Manufacturer narrative:
The device was not available for return. The manufacturing and sterilization records were reviewed for all implanted devices associated with this event and no nonconformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection. The patient was hospitalized and was given IV antibiotics. The device was explanted. There was no report of further complication.